Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
The patient suffered from healing disturbance of wound with effusion of colored fluid and a wound infection was suspected. The patient was hospitalized. The system was explanted due to the suspected infection and rv lead troubles (reported separately). Update 15-jul-2019: according to the investigator, the event might be caused by repositioning of the rv lead on (B)(6) 2019.